Event description:
It was further reported that 21 days and 29 days post index procedure, the patient experienced two separate episodes of left-sided facial numbness and left hand numbness. In both cases no action was taken and the events resolved without residual effects the same day they occurred. It is the opinion of the physician that these events are not related to a transient ischemic attack or stroke, but that they are possibly related to the filterwire ez and carotid wallstent.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as MFR ID#: 2134265-2010-03410 it was reported that during a stenting treatment procedure, the patient experienced a target vessel spasm. The 95% stenosed and 25mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 5.0mm. The lesion was treated with a 190cm filterwire ez embolic protection system and placement of a 8x36, 5f, 135cm montorail carotid wallstent followed by post dilation resulting in 20% residual stenosis. It was reported that during the index procedure, after the stent was deployed and post dilated, the patient developed a target vessel spasm. It was treated with medication and considered resolved without residual effects the same day. The patient was discharged 1 day later. It is the opinion of the physician that it is highly probable the event is related to the filterwire ez and possibly related to the carotid wallstent.